Event description:
Boston scientific received information that this patient had an infection at the incision site of this cardiac resynchronization therapy defibrillator (crt-d). The patient was treated with antibiotics and after 5 days a follow-up visit showed the site was healing well. There was no further evidence of infection. Subsequently, the device was explanted.

Manufacturer narrative:
If additional information is received, this report will be updated.